Manufacturer narrative:
(B)(6). The lot was manufactured january 9, 2018 - january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor during infusion. Air was observed within the tubing which resulted in no flow of medication. When the device was disconnected from the patient, the device was found to still not flow. The folfusor had been filled with 3900 mg fluorouracil hs in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.